Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient is scheduled to have valve-in-valve intervention in the aortic position. The failing 21mm aortic valve will be disabled after an implant duration of (B)(6). No additional information has been provided at this time.

Manufacturer narrative:
Additional manufacturer narrative: attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Based on the information received the clinical observation cannot be confirmed and cause remains indeterminable.

Event description:
Edwards received information that a 23mm transcatheter valve was implanted inside a disabled 21mm aortic pericardial valve in the aortic position via valve-in-valve procedure. The 21mm valve was reported to be failing exact mode of failure is unknown. There were no complications reported.

Manufacturer narrative:
Additional manufacturer narrative: attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable.

Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve procedure. There were no complications reported.